Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open coronary artery bypass, when applied on the great saphenous vein, after firing one titanium clip, no additional clips could be fired. It was reported that clips were not able to load properly into the jaws at any point during use, while the handle could be squeezed and the jaws were still able to close. The device was replaced with a newly opened device to complete the case, and no issues occurred with the replacement device. No patient complications have been reported as a result of this event.